Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead had dislodged. A revision procedure was performed to replace the lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.